Event description:
It was reported that, dr. (B)(6) said that the insert would not lock into the baseplate. He used another insert and it worked fine. The hospital kept the implant and gave it to the (B)(6) nurse manager.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.